Manufacturer narrative:
The tech found the latch pin screw was so tight that the pin couldn't move out to lock. The tech loosened the screw to repair the bed.

Event description:
Info received indicates the siderail wouldn't lock in the up position.